Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported alarms and pump stop events. Although a specific cause could not be conclusively determined, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file recorded several low speed and pump stop events on 24may2023, 25may2023, and 21jun2023 while the patient was either supported by battery power or by both the power module and battery power. These events resulted in low speed advisory/hazard, low flow hazard, and motor stop alarms. Of note, during some of the captured low speed and pump stop events, the voltage levels for the power cables indicated that the charge of the batteries drained exceptionally quickly to result in low battery advisory/hazard and no external power alarms. The charge of the external batteries recovered immediately following these events. A phase-to-phase electrical short produced by driveline wire damage has the potential to cause accelerated draining of the external 14 volt batteries to result in these alarms. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C and the heartmate ii lvas patient handbook rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to clinic with alarms. Pump off, low flow and no external power alarms noted on both batteries per patient and grounded cable per provider. The patient was admitted for further management. The data showed 12 pump stops and 16 low speed advisories. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appeared to be occurring on both power module and on batteries.